Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant, the device was being tested and exhibited a long charge time. The device was not used and was not replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to the implant, the device was being tested and exhibited a long charge time. The device was not used and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. It was not possible to confirm the product problem through analysis.